Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead displayed diminished sensing, oversensing, and sensing integrity counter (sic). Additionally, the lead displayed high out of range (oor) pacing impedance, oor low rv defibrillation coil impedance and high thresholds. Two days later, the patient presented to the emergency department due to an inappropriate shock and the hospital staff placed a magnet over the device and ventricular fibrillation (vf) detections were disabled. The following week, the lead was confirmed to be dislodged via x-ray and was surgically repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.